Manufacturer narrative:
Clarification to b3 date of event: partial date 2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lumps."

Event description:
Patient reported right side "lumps" and exchange of textured devices due to patient's concern with product. Device remains implanted.